Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead experienced six seconds pause on telemetry. The crt-d had a right atrial port plugged. The rv lead is subthreshold and a possible loss of capture (loc) was suspected. Furthermore, the lv lead had an unsuccessful lv threshold. It was discussed that the lv lead may have been inhibiting pacing. Presenting electrogram shows bi ventricular pacing with some lv offset. Turning off the lv sensing or decreasing atrial gain control feature was recommended for this system that remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).